Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken pump belt clip slot.

Event description:
The customer's father reported via phone call that the insulin pump had a motor error during set change. The customer states there were no significant event leading to the alarms. Troubleshooting performed completed because the father did not have the pump. Father state he did change batteries and set but alarm returned. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.